Event description:
It was reported that the bd nano¿ 2nd gen pen needle's were not working properly. The following was received by the initial reporter: consumer reported finding pen needles do not to stay on pen when removing outer cover. After questioning user technique, she was turning the outer cover counterclockwise to remove the outer cover from pen needle. Informed to pull cover straight off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary: the customer returned (9) open 32g 4mm pen needles, reporting difficult/unable to operate. The returned samples were visually inspected and observed no physical damages on all the pen needles. A functionality test was performed by attaching all the pen needles to the pen injector and no issues were observed. The root cause cannot be determined as the return samples were opened and the failure could not be confirmed. Based on the sample returned, embecta was not able to confirm the customer-indicated failure. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle's were not working properly. The following was received by the initial reporter: consumer reported finding pen needles do not to stay on pen when removing outer cover. After questioning user technique, she was turning the outer cover counterclockwise to remove the outer cover from pen needle. Informed to pull cover straight off.